Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 22-may-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the cusp-overlap technique via fluoroscopic view was used for deployment. At 80% deployment the implant position of the valve frame was assessed, and the valve gradually dislodged towards the ascending aorta. Several attempts were made to reposition it deeper, however, were unsuccessful. The fluoroscopic view was adjusted to the left anterior oblique view, but the valve continued to move slightly upward, and the concern was that it would dislodge after deployment. It was reported that the valve was oversized by 24%, however, the valve did not anchor into the annulus tissue. The valve and delivery catheter system were withdrawn from the patient. A non-medtronic valve was used for implant. No adverse patient effects were reported.